Manufacturer narrative:
The explanted device was received and is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion.

Event description:
It was reported that this pacemaker exhibited a remaining longevity of 6 years at the patient's previous follow-up in november 2018. However, at the current follow-up in may 2019 the remaining longevity was only 4 years. Device data was submitted to technical services, to see why the battery appeared to be depleting faster than expected. Technical services reviewed the data and noted the power consumption had been increasing steadily over the past year. Device replacement was recommended; a conservative estimate indicated the device would provide therapy or approximately 60 days. The device remains in service. No adverse patient effects were reported. The device was explanted and replaced the following month. No additional adverse patient effects were reported.

Manufacturer narrative:
The explanted device was received and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that this pacemaker exhibited a remaining longevity of 6 years at the patient's previous follow-up in (B)(6) 2018. However, at the current follow-up in (B)(6) 2019 the remaining longevity was only 4 years. Device data was submitted to technical services, to see why the battery appeared to be depleting faster than expected. Technical services reviewed the data and noted the power consumption had been increasing steadily over the past year. Device replacement was recommended; a conservative estimate indicated the device would provide therapy or approximately 60 days. The device remains in service. No adverse patient effects were reported. The device was explanted and replaced the following month. No additional adverse patient effects were reported.